Event description:
A male with prostate cancer and a previous history of tracheotomy and implantation of pacemaker was not considered suitable for evar. The pt's proximal neck was 13mm, the angle relative to the axis of suprarenal aorta is approx 70 degrees. The procedure was conducted as labeled in 2009. The main body was placed approx 5mm below the lowest renal artery. Angiography revealed a proximal type I endoleak that was repaired with a main body extension. This resolved the type I endoleak, however, there was a type iii endoleak at the connection site of the contralateral iliac leg. In order to treat the type iii endoleak, the connection site was ballooned using a pta balloon catheter. Angiography revealed that an endoleak (whose type was unk) remained, but the physician judged it was type ii endoleak from the lumber artery and finished the procedure. The pt has shown improvement.

Manufacturer narrative:
Event evaluation: still under investigation.